Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated noise. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: dtpa2d1 crtd, implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an interrogation revealed episodes on the cardiac resynchronization therapy defibrillator (crt-d) that appeared to be noise from an external source. The patient reported having been around a welding machine on one occasion, potentially accounting for the november episodes. The patient could not correlate the most recent episodes with anything around the house, but they appear to be similar in nature. Arm range of motion (rom) maneuvers were performed on the patient, but noise could not be reproduced. It was noted that the patient has a history of electromagnetic interference causing pacing inhibition. High-rate non-sustained episodes were recorded that showed electromagnetic interference with short v-v intervals. It was noted that the right ventricular (rv) lead exhibited high threshold measurements. It was also noted that the rv lead is plugged into the lv lead port and the lv lead is plugged into the right ventricular pace / sensing port. The device and rv lead remain in use. No patient complications have been reported as a result of this event.